Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. "Try it" manual tests were performed and passed. Intermittent audio and vibration tests were performed and the tests passed. A communication tool audio and vibration test was performed and it passed. Functional testing was performed and the and it passed. The receiver case was opened for an internal visual inspection and it passed. The speaker and vibrator resistance were measured and they registered within specification. The allegation was not confirmed. The root cause could not be determined.